Event description:
The pump was returned for pneumatic valve actuation failure (valve 6). Unit started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed due to the air compressor. Valve 6 is ok. Installed test engineering pneumatic assembly. Performed recharge test and unit passed. Air compressor will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "service needed error". Patient harm: no. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.